Event description:
Per the audiologist, the patient began reporting in october 2006, that sound through his cochlear implant system was too soft. The results of an integrity test done two months earlier were consistent with normal receiver/stimulator function with multiple electrode anomalies. The patient's sound processor program was reprogrammed with the anomalous electrodes deactivated. On august 21, 2007, the clinic reported that the patient would be explanted at the end of the year. In september 2007, the audiologist reported that the patient was not performing well with his cochlear implant system. Explantation/reimplantation surgery is being scheduled.

Manufacturer narrative:
.